Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 350mg/dl. The customer's most current level was over 600mg/dl. The customer states they treated with bolus. Troubleshoot was conducted. The customer mentioned hands beginning to cramp. The paramedics were called to respond to customer's home. No further information provided at this time.